Manufacturer narrative:
The results, method and conclusion codes along with the investigation codes will be provided in the final report.

Event description:
It was reported that the patient experienced an infection. The patient developed an infection at the pocket site. The physician removed the ipg, but the leads were left in place. The infection is being treated systemically with antibiotics.

Event description:
Follow up information received that the patient's infection has resolved.